Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that an ethernet port on the medtronic navigation system was found to be damaged. The imaging system was reported to function as designed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system had difficulties communicating with a medtronic navigation system. It was noted that the proper navigation server was connected. Rebooting the systems and attempting the connect with four different networking cables did not restore functionality. A second medtronic was brought into the operating room (or) and the issue could be replicated. Rebooting the second navigation system and imaging system restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.